Event description:
It was reported that the patient underwent a transverse colectomy on (B)(6) 2014 and suture was used. During the procedure, the suture was found separate from the needle when the nurse picked the needle up from the package with a needle holder. The procedure was completed successfully with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion code 67: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual needle was returned. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.